Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint; however for clarification, the nonconformance was a broken pitch cable. The pitch cable was broken at the instrument's wrist. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total hysterectomy procedure, a wire broke on a tenaculum forceps instrument there were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.